Manufacturer narrative:
(B)(4). Publication year of 2016. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title: toward zero: deep sternal wound infection after 1001 consecutive coronary artery bypass procedures using arterial grafts: implications for diabetic patients. Authors: teresa m. Kieser, md, m. Sarah rose, phd, uthman aluthman, md, marlene montgomery, rn, thomas louie, md, and israel belenkie, md. Citation: j thorac cardiovasc surg (2014):1-9. Doi: http://dx.doi.org/10.1016/j.jtcvs.2014.02.022. The aim was to determine (1) if the absence of dswis in the last 469 of 1001 consecutive operations was significant; (2) which measures explained the change; and (3) the impact of diabetes. This retrospective analysis of prospectively collected data involves 1001 consecutive coronary artery bypass graft (CABG) operations (male ¿ 780; mean age: 65±10.4 years) performed with 98% (2928 of 2987) arterial grafts from july 18, 2003 to october 16, 2012. During the procedure, internal thoracic artery (ita) conduits were harvested and skeletonized, most with an ultrasonic scalpel (harmonic scalpel; ethicon) reported complications included harvested itas could not be used because of damage (n-?), and bleeding (n-?) Which required reexploration. The measures applied caused a substantial reduction in dswis. Key measures included the use of chlorhexidine-alcohol and avoidance of bita grafting in obese diabetic females.